Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a worn uso seal, and a bubbled dso seal confirming the reported problem. The root cause of this event can be attributed to damage to the downstream occlusions sensor's seal. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device's downstream occlusion seal was bubbled. No adverse patient effects were reported by the customer.